Manufacturer narrative:
The sample has been returned to the MFR for evaluation. Results are expected soon.

Event description:
Pt diagnosed with iron deficiency anemia. A series of IV iron infusions was ordered. To facilitate administration a PICC line was inserted by a radiologist utilizing ultrasonographic guidance and fluoroscopic guidance. Approximately 2 weeks later, pt presented to the ed complaining if chest discomfort. The PICC was removed and it was discovered that it was broken with an approximately 10cm long fragment remaining in the subclavian vein. The fragment was removed and a new catheter placed. At the completion of therapy, when the nurse was removing the PICC, only a small portion was retrieved; having broken off at the insertion site. The rest of the catheter remained in the patient with the tip in the projection of the right ventricular apex. The radiologist was able to successfully retrieve the remaining catheter piece.